Event description:
Reporter alleged blood glucose measured 165 mg/dl at 10 pm, and as a result, customer did not take any insulin. Customer stated within 10 minutes, she started shaking and called a friend who arrived and tested her glucose to be 37 mg/dl. It was stated the friend gave the customer 5 glasses of orange juice as a result because the customer was unable to treat herself. Customer indicated the friend wanted to call the ambulance however, customer declined the call as well as any intents for going to the hosp. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device, however, declined since the customer stated, she no longer has the meter or the test strips used during the time of the alleged incident.